Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the consumer's glucose level was elevated. (B)(4): consumer reported needle clog during injection, stated that she does not always prime needles. Also mentioned that her glucose level was elevated this morning."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned three (3) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported needle clog during injection. All 3 returned pen needles were examined, and it was observed that all 3 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 3 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reoprter: "it was reported that the needle clogged during the injection and the consumer's glucose level was elevated. Verbatim: consumer reported needle clog during injection, stated that she does not always prime needles. Also mentioned that her glucose level was elevated this morning."